Event description:
It was reported to nuvectra that a lead revision was performed due to a migration. During the surgery, the lead fractured during re-positioning. Subsequently, the lead was replaced and the patient is doing well.